Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 50 days following the implant of this transcatheter bioprosthetic valve ((B)(6)), the two-hour electrocardiogram (ECG) showed non-specific lateral t-waves. No treatment was reported. No adverse patient effects were reported. Additional information received indicated the non-specific lateral t-waves were first identified on the 30 day follow-up which occurred approximately 50 days following the implant procedure. Approximately 2 months following the valve implant procedure, hospitalization within the emergency department, occurred as result of worsened hypertension. There was a history of hypertension. A chest x-ray noted routine findings. An electrocardiogram (ECG) noted sinus tachycardia, abnormal r-wave progression, early transition, and non-specific t waves. An echocardiogram was performed and noted no significant changes from the transthoracic echocardiogram (tte) performed approximately at 50 days following the valve implant procedure. The patient was in the emergency department for less than 24 hours. Treatment was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted the physician indicated the sinus tachycardia did not have a clear cause and was determined as not clinically significant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received and the physician indicated that the worsened hypertension was possibly diet and medical non-compliance related. The abnormal r-wave progressions was likely an electrocardiogram lead placement issue or a non-issue. The early tra nsition, non-specific lateral t-waves were benign findings. Concomitant medication was provided for the worsened hypertension and the r-wave progression and non-specific lateral t-waves.